Event description:
It was reported that in tka case, distal femur and lug holes were burred like normally without any issues however when moving to position the 4in1 cutting block the rotation was completely off (more than 10 degrees which is very unusual). Went back to check the checkpoint pins to make sure that nothing has moved and it was fine. Then returned to the distal burring screen to double check positioning of lug holes with the probe and it clearly shows that the lug holes which has been burred were in the incorrect position. Had to manually redo the lug holes for the correct positioning of the 4 in 1 block.

Manufacturer narrative:
H10: the device was used in treatment. Case log files and screenshots were returned for evaluation. Device history record review found that the software version 6.1.03 has been validated. A complaint history review identified similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint (B)(4) provides instructions for the user in the "tka planning and implant" section. The user is instructed to "make sure that the bone tracker frames, as well as the handpiece tracker frame, remain within the camera's field of vision. Press to go to the checkpoint verification screen to manually force a check of the checkpoint on the tibia. Use this button to verify that the tracker array has not shifted during registration or planning". The navio system IFU also states the responsibility of the surgeon with regards to navio system use. Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. Review of the log files confirmed that the trackers did not move during this case and there were no checkpoint verification errors. The log files showed that the checkpoint was not located on the tracker or tracker clamp and was very likely located on the bone. Additional information received from the site also noted that there was difficulty with the hip center collection. The hip center was not performed within the threshold; however, this step is essential. Once the hip center and other points register to create the coordinate system is established. Everything else is based on that coordinate system. This resulted in poor collection of the hip center point and the inability to get the lug holes to be burred in a different location than planned. Per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the user was able to complete the distal cut by removing the additional posterior bone and complete the case. The procedure delay of < 30 minutes did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time.